Event description:
79-year-old male admitted with cardiomyopathy. Patient was being monitored by telemetry. Transmitter battery was charged 45 minutes prior to arrest. Info from monitor at central station indicated "wave invalid-battery range." Nurse found patient unresponsive and a code was called. Attempts at resuscitation were unsuccessful.